Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose. The customer¿s blood glucose level was 402 mg/dl. The customer experience confusion, feeling sick/unwell, flu-like, headache, tired/weak, altered vision/vision changes, extremity pain/cramps, increased thirst as symptoms of high blood glucose value. The customer treated high blood glucose with insulin pump and visited emergency medical services. Auto mode feature was activated at the time of high blood glucose event. Customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. Troubleshooting was performed. No further patient complications were reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned insulin pump for an alleged possible under delivery, visit to emergency room and was hospitalized for high blood glucose found on (B)(6) 2022 (per ss event date) however, the customer's note stated the customer alleged possible under delivery, visit to emergency room and was hospitalized for high blood glucose found on (B)(6) 2022. Also, on (B)(4), svn#: (B)(4) - customer returned insulin pump for an alleged battery cap broken/cracked/damaged and battery cap contact missing/damaged found on (B)(6) 2022. Unable to confirm battery cap/battery cap contact damage due to insulin pump received without the original battery cap. A test battery cap locks securely into place and the insulin pump powered up properly. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08715 inches. Successfully downloaded history files and traces using thump. Successfully uploaded insulin pump to carelink. In further full review of the pump history/traces on the event date of september 12, 2022 (per ss event date), there was no unexpected alarms/suspends and found bolus delivery of dailytotalofbolusinsulindelivered: (11.3 u). (B)(6) 2022 09:14:23.000 normalbolusdelivered (220) normalbolusamountprogrammed: 26000 (2.6 u) bolusamountdelivered: 26000 (2.6 u) (B)(6) 2022 16:19:01.000 normalbolusdelivered (220) normalbolusamountprogrammed: 30000 (3 u) bolusamountdelivered: 30000 (3 u) (B)(6) 2022 20:11:45.000 normalbolusdelivered (220) normalbolusamountprogrammed: 57000 (5.7 u) bolusamountdelivered: 57000 (5.7 u) in further full review of the pump history/traces on the event date of (B)(6) 2022 (per customer's note), there was no unexpected alarms/suspends and found bolus delivery of dailytotalofbolusinsulindelivered: (26 u). (B)(6) 2022 08:25:07.000 normalbolusdelivered (220). Normalbolusamountprogrammed: 81000 (8.1 u). Bolusamountdelivered: 81000 (8.1 u). (B)(6) 2022 11:04:35.000 normalbolusdelivered (220). Normalbolusamountprogrammed: 47000 (4.7 u). Bolusamountdelivered: 47000 (4.7 u). (B)(6) 2022 13:35:19.000 normalbolusdelivered (220). Normalbolusamountprogrammed: 56000 (5.6 u). Bolusamountdelivered: 56000 (5.6 u). (B)(6) 2022 15:45:07.000 normalbolusdelivered (220). Normalbolusamountprogrammed: 33000 (3.3 u). Bolusamountdelivered: 33000 (3.3 u). (B)(6) 2022 18:21:31.000 normalbolusdelivered (220). Normalbolusamountprogrammed: 28000 (2.8 u). Bolusamountdelivered: 28000 (2.8 u). (B)(6) 2022 21:41:40.000 normalbolusdelivered (220). Normalbolusamountprogrammed: 15000 (1.5 u). Bolusamountdelivered: 15000 (1.5 u). The insulin pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board 1 and 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.0 milli volt). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Unable to confirm battery cap/battery cap contact damage due to pump received without the original battery cap. The pump passed all the required testing. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Updated summary: the patient stated that their bg was high and that it never goes down even when they give themselves (B)(4). Units. Since there was no change, this is why they decided to go to the hospital. As per patient, her bg does not really go over 400mg/dl. Also said that at the emergency room urine and ketones were tested and both were negative. The patient does not have an idea of what led up to the event and that they have not been doing anything unusual and that the patient checks for presence of leaks or air bubbles in the tubing and reservoir. It should be noted that there were no leaks observed and is compliant in changing the site every 2-3 days per IFU.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information related device problem FDA code has been updated in h6 section.